Event description:
It was reported that drive train is bad and alarms when running. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed broken top handle and on the side of the pump on top case, also cracked on right plunger case. Customer?s reported issue was duplicated during occlusion test. The root cause of the reported issue was determined to have been causes by a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Actions taken to mitigate the reported issue: replaced motor assembly, worm gear, stepper motor, leadscrew and clutch halves. Performed occlusion test which passed.